Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Concomitant products: unknown silicone implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with unknown silicone breast implants which the right side ruptured after implantation. The issue was confirmed by the mammogram examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the device was removed on 11/6/2019. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Additional information received on 11/27/2019, indicated that the patient had bilateral rupture and underwent bilateral removal. Manufacturer¿s reference number: (B)(4).